Event description:
Additional information was provided by a product manager who was in contact with the user facility. The anticoagulation regime was a standard value with 4.0 mmol/l. It was confirmed that several machines were involved. Comorbidities could not be provided. There was no medical intervention. Treatment was continued with a new system after the blood loss occurred. It was unknown if both products (the filter and the tubing) were affected by the clotting in each case. It was unknown if alarms occurred. Heparin was not used for any of the treatments; only citrate was used. Catheter information was unknown. The patient was ¿usually¿ set up again on the same device. The ports used were not needle-free ports. It was reported that blood is routinely taken via artery. There were no commonalities among the patients. Only the withdrawal port was used for ¿postfiltercalcium¿, the other needle-free ports were not used. The same kits were used when mounting the machines; they only use the cica set. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a premature clotting occurred on an unknown date during a patient's continuous renal replacement therapy (crrt). The patient was utilizing an ultraflux av 1000 s dialyzer and a multifiltratepro secucas ci-ca hd cassette. The patient's estimated blood loss (ebl) was 200 ml or less and their treatment was discontinued. A sample was not available to be returned for evaluation. Despite multiple efforts to obtain additional information, no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h6 (medical device problem code) plant investigation: a sample was not available for evaluation, and no meaningful pictures were provided for review. As the lot number was not provided, a device history record (DHR) review was performed on all possible batches. All products were found to be conforming to specifications according to the inspection protocol. No indication for any relationship with the reported failure mode could be found during the review. Without a sample or any meaningful pictures, further analysis could not be performed. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label.

Event description:
Additional information was provided by a product manager who was in contact with the user facility. The anticoagulation regime was a standard value with 4.0 mmol/l. It was confirmed that several machines were involved. Comorbidities could not be provided. There was no medical intervention. Treatment was continued with a new system after the blood loss occurred. It was unknown if both products (the filter and the tubing) were affected by the clotting in each case. It was unknown if alarms occurred. Heparin was not used for any of the treatments; only citrate was used. Catheter information was unknown. The patient was ¿usually¿ set up again on the same device. The ports used were not needle-free ports. It was reported that blood is routinely taken via artery. There were no commonalities among the patients. Only the withdrawal port was used for ¿postfiltercalcium¿, the other needle-free ports were not used. The same kits were used when mounting the machines; they only use the cica set. No additional information was provided.